Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal. The event history log was unable to be reviewed due to system fault 41541 causing power up issues. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty latch lock sensor connector on the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41541 during testing. There was no patient involvement.